Event description:
Patient was implanted with 12mm universal femoral nail on an unknown date approximately (B)(6) 2012 in (B)(6). Patient presented to the surgeon on an unknown date complaining of discomfort. The exam revealed the im nail broke post-operatively and a non-union. Patient was returned to the operating room on (B)(6) 2013 for removal of the broken nail and four (4) intact screws. Patient was revised to a 14 x 400 right tfn construct. Reportedly the patient is very active and walks 2-3 miles several times per week.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant is approximately (B)(6) 2012; six months prior to the explant surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.